Event description:
When the nurse is placing piccs the sherlock is showing catheter in correct position but catheter is ending up in ij. They are seeing the correct read out on the sherlock but the chest x-ray doesn't confirm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.